Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "a randomized, double-blind, placebo controlled trial on the efficacy of tranexamic acid combined with rivaroxaban thromboprophylaxis in reducing blood loss after primary cementless total hip arthroplasty" written by a. Clavé, r. Gérard, j. Lacroix, c. Baynat, m. Danguy des déserts, f. Gatineau, and d. Mottier published by the bone & joint journal in 2019 was reviewed. The study aimed to determine whether two intravenous (IV) txa regimens (a three-hour two-dose (shorttxa) and 11-hour four-dose (long-txa) were more effective than placebo in reducing perioperative real blood loss (rbl, between baseline and day 3 postoperatively) in patients undergoing tha who receive rivaroxaban as thromboprophylaxis. The secondary aim was to assess the non-inferiority of the reduction of blood loss of the short protocol versus the long protocol. 229 patient were implanted with a corail stem and pinnacle cup. The patient were divided into three groups- placebo (75 patients), short-txa (76 patients), and long-txa (78 patients). Adverse event involving depuy ¿ synthes products: placebo group ¿ minor bleeding (2 patients), major bleeding (9 patients), blood transfusions >2rbc units (6 patients) short-txa ¿ minor bleeding (1 patient), major bleeding (1 patient), blood transfusions >2rbc units (2 patients) long-txa ¿ minor bleeding (0 patients), major bleeding (4 patients), blood transfusions >2rbc units (3 patients), acute coronary syndrome (1 patient), bleeding leading to re-operation (2 patients).